Manufacturer narrative:
Concomitant medical products: 4086 bsx lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for implantable cardioverter defibrillator (ICD) detection of atrial fibrillation (af) with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.